Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  they decided to charge yesterday (2024-jun-16) because their ins was at 40% charge and while they were trying to charge their implanted neurostimulator and looking for the right spot to charge the ins, the recharger seemed like they found it but then it kept giving them error messages and it kept getting very hot and then they felt like they were being shocked at the ins site. Patient stated it was very disturbing and worse than a tens unit so they took it off of their skin and gave up and at the time and they were afraid to ever use it again because of the shocking. Patient stated they were vision impaired so they gave the phone to their spouse named mike to talk to patient services and troubleshoot the issue. The spouse stated it was a jolting shock, that wasn't just a little tingling and that it was constant and they had to pull the charger away from it because it hurt so much. Patient services asked the caller and patient if the patient had been near any type of emi when they were trying to charge and caller stated patient had been in a chair across the room about 6 feet away from the tv and a router had been nearby as well. Patient stated they hadn't ever charged using a thin layer of clothing, that the contacts of the recharger were against the skin at the time and it felt like the recharger was really hot at that point. Caller stated patient always used the highest charging speed when charging. Caller stated patient had only been trying for a little bit of time to connect and that the patient was getting a lot of "error messages" (patient could not say what they were) trying to find"that right place" and the recharger was making a descending tone when the messages occurred and then when the shocking started the patient had to pull the recharger away immediately because of the pain. Caller stated patient could not confirm where the shocking was coming from (whether it was coming from the contacts or internally). Caller asked how would patient know if the shocking was from the ins rather than the contacts of the recharger? Patient services redirected the caller to follow up with the patient's health care provider (hcp) if they felt like the shocking was coming from the ins. Caller stated patient always had to search for a little bit of time before but they were always able to connect to charge the ins, but this time patient just kept searching and couldn't connect and then the shocking started. Patient stated the ins site "bump" felt like it has always felt to them and that they hadn't had any falls or traumas that led to the issue. Patient stated the ins was kind of "in the middle on the left side, high up". They denied it was at an angle or tilted. They weren't sure if it was the hip or butt. Caller stated that shortly after the shocking they "played around" with the recharger afterwards and got a screen they had never seen before asking them to scan the recharger. Caller stated they scanned the recharger and patient services reviewed the meaning of the screen and caller stated they were able to convince the patient after a little bit last night to try charging again so they were able to begin a charging session and the shocking didn't happen this time. Patient services offered to troubleshoot with the patient and the caller and reviewed with the caller and patient to move away from any sources of emi and to use a thin layer of clothing over the ins site. Caller speculated the shocking could have occurred if the patient was sweaty at the time. Patient services had the caller pair the recharger and handset and the application showed the ins went to searching. Caller placed the recharger over the ins site with a thin layer of clothing between the skin and the recharger and patient was able to successfully begin a charging session. Patient confirmed they did not feel any shocking with the thin layer of clothing. Patient was at 90% charge at the time of the call. Patient lost connection a few times however patient repositioned and crossed their leg over the other and they were able to connect to continue charging. Patient services reviewed best charging practices with the patient and the caller. They were going to continue charging the ins to completion and noted they'd call back if they ran into any further issues. Patient services redirected caller and patient to the patient's health care provider (hcp) as well to check the implanted system if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.